Event description:
It was reported that this pacemaker system exhibited noise resulting in a polarity switch. Device data was sent to rhythmcare for review. Data review determined there was a high out of range pacing impedance measurement and variable amplitudes recorded. There was also a recorded episode where there was observed oversensing of noise. This system was tested in clinic with noise able to be reproduced with pocket manipulation and arm movements. An x-ray was then performed with no visible signs of the lead being under inserted or lead integrity anomalies. This device system remains in service. No adverse patient effects were reported.